Event description:
The patient had a chronic intercalation with thrombosis in the intercalation within one month of onset. Femoral artery puncture was used for the approach (abbott, proglide) and relay nbs plus delivery system inserted successfully and the stent- graft had released without difficulty. However, it was difficult for the delivery system to withdraw at the femoral artery entry, and it was suspected that the conical tip head was hooked by the suture of proglide. After several adjustments, the whole delivery system was withdrawn finally without damage. The surgeon found in vitro that the tapered tip actually failed to fully recover the outer sheath, and there were small cracks at the bottom of the tapered tip head (which should be caused by the cut of the outer sheath). When touching the tapered tip of the delivery system, the tapered tip split away off the inner steel of the delivery system. The surgeon suspected there was a quality problem with the relay nbs plus. Patient outcome: "no patient injury".

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plus thoracic stent-graft system. The relaynbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relaynbs plus related event occured in china.

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plus thoracic stent-graft system. The relaynbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relaynbs plus related event occured in (B)(6).

Event description:
The patient had a chronic intercalation with thrombosis in the intercalation within one month of onset. Femoral artery puncture was used for the approach (abbott, proglide) and relay nbs plus delivery system inserted successfully and the stent- graft had released without difficulty. However, it was difficult for the delivery system to withdraw at the femoral artery entry, and it was suspected that the conical tip head was hooked by the suture of proglide. After several adjustments, the whole delivery system was withdrawn finally without damage. The surgeon found in vitro that the tapered tip actually failed to fully recover the outer sheath, and there were small cracks at the bottom of the tapered tip head (which should be caused by the cut of the outer sheath). When touching the tapered tip of the delivery system, the tapered tip split away off the inner steel of the delivery system. The surgeon suspected there was a quality problem with the relay nbs plus. Patient outcome: "no patient injury."